Event description:
Information was received from a consumer regarding a patient receiving dilaudid and another unknown drug via an implantable pump. The patient thought hydromorphone or something like that. Boluses per day: 2. The indication for use was non-malignant pain. The patient reported they had a problem with the handset. The handset was too slow when they are trying to give themself a bolus and it takes a while to connect. The patient stated the handset gets stuck at 90% for a couple months. The patient stated they should have called before but they weren¿t feeling well. The agent assisted the patient with clearing the data on the handset and the patient was able to connect to the pump right away and give themself a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient reporting the handset was slow again and needed help clearing data but forgot how. Agent reviewed and assisted patient with clearing the data. Patient was able to connect to pump without any lag.